Event description:
Non-capture, sensing difficulty, and apparent rv perforation were reported. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. Further information from an attorney alleges patient suffered physical and other injury as a result of the recalled lead. Attorney also alleges the patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; full lead analyzed.